Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4). Visual inspection of the lens showed surgical residue and one haptic was torn.

Event description:
The surgeon implanted a silicone lens model aa4204vp and was damaged during insertion. The lens was cut into pieces when it was removed from the pt's eye. There was no pt injury and it is unk if a product malfunction occurred.